Event description:
Customer called to report a leak in the cartridge chemistry (cc) sample syringe of the unicel dxc 600i synchron access clinical system during a carry-over study. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) assisted customer with troubleshooting the instrument issue, and then offered to schedule an onsite service visit. Customer stated that the facility has a biomedical technician who would examine the instrument. The cts conducted a follow-up call with customer, during which customer stated that the facility's biomedical technician resolved the issue by tightening the sample syringe. When customer initiated maintenance during the carry-over study, customer did not sufficiently re-tighten the syringe in completing maintenance. Customer stated that no further leaking was observed after the sample syringe was tightened.

Manufacturer narrative:
The root cause of the issue was due to user error when customer did not re-tighten the syringe during customer maintenance. The issue was resolved by routine customer maintenance. (B)(4).